Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 508797-not valid) inserted. Other product or product use issues identified: medical device monitoring error "she had an ablation at the same time her essure." The patient's medical history included pelvic pain, perineal pain and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and d&c done). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: dilatation and curettage done. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on an unknown date: final diagnosis: total hysterectomy with attached uterine cervix and bilateral salpingectomy: benign cervical and endocervical tissue revealing nabothian cysts (measuring up to 1.2 cm in greatest dimension). Ablated uterine lining associated with fibrillar fibrous tissue with minimally focally preserved. Endometrial lining epithelium (inactive). Bilateral essure coils, imbedded within the right cornu and the left fallopian tube (status post elective sterilization); otherwise, the fallopian tubes appear unremarkable gross description: there is an essure-coil imbedded within the right cornu, which does not extend into the right fallopian tube. The left fallopian tube is soft, tan and contains an essure coil within its lumen. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 508797) inserted. Other product or product use issues identified: medical device monitoring error "she had an ablation at the same time her essure". The patient's medical history included: pelvic pain, perineal pain and dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and d&c done.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: dilatation and curettage. Done. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on an unknown date, final diagnosis: total hysterectomy with attached uterine cervix and bilateral salpingectomy. Benign cervical and endocervical tissue revealing nabothian cysts (measuring up to 1.2 cm in greatest dimension). Ablated uterine lining associated with fibrillar fibrous tissue with minimally focally preserved endometrial lining epithelium (inactive). Bilateral essure coils; imbedded within the right cornu and the left fallopian tube. (Status post elective sterilization); otherwise, the fallopian tubes appear unremarkable gross. Description: there is an essure-coil imbedded within the right cornu, which does not extend into the right fallopian tube. The left fallopian tube is soft, tan and contains an essure coil within its lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: event: medication error added .lot number, reporter , medical history, patient demographic and lab data added. Medical device event: updated to pelvic pain female. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.